Event description:
A caller reported an issue with a continuous glucose monitor displaying error 42. There was no adverse impact to the customer¿s blood glucose level, as the error was resolved. Technical support provided guidance on performing a pump reset, and the caller successfully initiated a new sensor session without further issues.